Event description:
It was reported by the rep that the (1) hp052 was not used during a procedure. It was reported that the test tip indicated that the device was bad. It did not work with different generators etc. The handpiece belongs to the rep as the demo unit. There was no pt consequence.